Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It is reported that high capture threshold, loss of capture and decrease in sensing were seen on the lead. The lead was explanted and replaced when repositioning was unsuccessful. Patient was doing well.